Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage; psych;

Manufacturer narrative:
Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06753 block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
H2 additional information: blocks a1, b5, d4, d6a, g1, and h4: lot number have been updated based on the additional information received on september 8, 2022. Block b3 date of event: date of event was approximated to february 25, 2008, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(6) hospital. Block h6: patient codes (B)(6) capture the reportable events of pain and dyspareunia.

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6), 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage; psych; ---additional information received on september 8, 2022--- it was reported to boston scientific corporation that an advantage system device was implanted into the patient during a anterior and posterior colporrhaphy + advantage suburethral sling procedure performed on (B)(6), 2008 due to vaginal prolapse and stress incontinence. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage; psych;

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage; psych;

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.